Event description:
It was reported that the patient was enrolled in the vapeur rct study on (B)(6)2022. On (B)(6)2022 the patient underwent water vapor therapy at which time he was prescribed prophylactic antibiotics. During the procedure, the patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device observations reported, and the procedure was completed without any patient complications. 12 days post-procedure, the patient presented with erectile dysfunction. The patient was prescribed tadalafil (cialis) as treatment 2.5 months later. This event was considered resolved as of (B)(6)2023. 25 days post-procedure, the patient presented with urinary infection and was prescribed ceftriaxone (rocephine) as treatment. It was noted that the urinary infection was not confirmed to be a urinary tract infection. This event was considered resolved 10 days later. 22 days post-procedure, the patient presented with pollakiuria (urinary frequency) and was prescribed permixon and alfuzocine as treatment. This event has not resolved. 246 days post-procedure, the patient presented with non-serious dysuria, but not action was taken to treat the dysuria. The event has not resolved.

Manufacturer narrative:
Additional information provided in: b5 describe event or problem correction information provided in: g1 manufacturing site address, city, state, and zip code. Updated information provided in b5 (describe event or problem) based on new information received. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with water vapor therapy procedures as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the vapeur rct study on (B)(6)2022. On (B)(6) 2022 ,the patient underwent water vapor therapy at which time he was prescribed prophylactic antibiotics. During the procedure, the patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device observations reported, and the procedure was completed without any patient complications. 12 days post-procedure, the patient presented with erectile dysfunction. The patient was prescribed tadalafil (cialis) as treatment 2.5 months later. This event was considered resolved as of (B)(6) 2023. 25 days post-procedure, the patient presented with urinary infection and was prescribed ceftriaxone (rocephine) as treatment. It was noted that the urinary infection was not confirmed to be a urinary tract infection. This event was considered resolved 10 days later. 22 days post-procedure, the patient presented with pollakiuria (urinary frequency) and was prescribed permixon and alfuzocine as treatment. This event has not resolved.

Manufacturer narrative:
Updated information provided in b5 (describe event or problem) based on new information received. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with water vapor therapy procedures as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the vapeur rct study on (B)(6)2022. On (B)(6) 2022 the patient underwent water vapor therapy at which time he was prescribed prophylactic antibiotics. During the procedure, the patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device observations reported, and the procedure was completed without any patient complications. Twelve days post-procedure, the patient presented with erectile dysfunction. The patient was prescribed tadalafil (cialis) as treatment 2.5 months later. This event was considered resolved as of (B)(6) 2023. Twenty-five days post-procedure, the patient presented with urinary infection and was prescribed ceftriaxone (rocephine) as treatment. It was noted that the urinary infection was not confirmed to be a urinary tract infection. This event was considered resolved 10 days later. Forty-two days post-procedure, the patient presented with pollakiuria (urinary frequency) and was prescribed permixon and alfuzocine as treatment. This event has not resolved.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with water vapor therapy procedures as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Additional information provided in: b5 describe event or problem, h6 patient codes. Additional information provided in: b5 describe event or problem. Correction information provided in: g1 manufacturing site address, city, state, and zip code. Updated information provided in b5 (describe event or problem) based on new information received. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with water vapor therapy procedures as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the vapeur rct study on (B)(6) 2022. On (B)(6) 2022 the patient underwent water vapor therapy at which time he was prescribed prophylactic antibiotics. During the procedure, the patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device observations reported, and the procedure was completed without any patient complications. 12 days post-procedure, the patient presented with erectile dysfunction. The patient was prescribed tadalafil (cialis) as treatment 2.5 months later. This event was considered resolved as of (B)(6) 2023. 25 days post-procedure, the patient presented with urinary infection and was prescribed ceftriaxone (rocephine) as treatment. It was noted that the urinary infection was not confirmed to be a urinary tract infection. This event was considered resolved 10 days later. 22 days post-procedure, the patient presented with pollakiuria (urinary frequency) and was prescribed permixon and alfuzocine as treatment. This event has not resolved. 246 days post-procedure, the patient presented with non-serious dysuria, but not action was taken to treat the dysuria. The event has not resolved. Further information received stated the dysuria was not related to the procedure.

Event description:
It was reported that the patient was enrolled in the vapeur rct study on 10jun2022. On (B)(6) 2022 the patient underwent water vapor therapy at which time he was prescribed prophylactic antibiotics. During the procedure, the patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device observations reported, and the procedure was completed without any patient complications. 12 days post-procedure, the patient presented with erectile dysfunction. The patient was prescribed tadalafil (cialis) as treatment 2.5 months later. This event has not resolved. 25 days post-procedure, the patient presented with urinary infection and was prescribed ceftriaxone (rocephine) as treatment. It was noted that the urinary infection was not confirmed to be a urinary tract infection. This event was considered resolved 10 days later. 42 days post-procedure, the patient presented with pollakiuria (urinary frequency) and was prescribed permixon and alfuzocine as treatment. This event has not resolved.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with water vapor therapy procedures as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the vapeur rct study on (B)(6) 2022. On (B)(6) 2022 the patient underwent water vapor therapy at which time he was prescribed prophylactic antibiotics. During the procedure, the patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device observations reported, and the procedure was completed without any patient complications. 12 days post-procedure, the patient presented with erectile dysfunction. The patient was prescribed tadalafil (cialis) as treatment 2.5 months later. This event was considered resolved as of (B)(6) 2023. 25 days post-procedure, the patient presented with urinary infection and was prescribed ceftriaxone (rocephine) as treatment. It was noted that the urinary infection was not confirmed to be a urinary tract infection. This event was considered resolved 10 days later. 22 days post-procedure, the patient presented with pollakiuria (urinary frequency) and was prescribed permixon and alfuzocine as treatment. This was considered resolved on (B)(6) 2024. 246 days post-procedure, the patient presented with non-serious dysuria, but not action was taken to treat the dysuria. The event has not resolved. Further information received stated the dysuria was not related to the procedure.

Event description:
It was reported that the patient was enrolled in the vapeur rct study on (B)(6) 2022. On (B)(6) 2022 the patient underwent water vapor therapy at which time he was prescribed prophylactic antibiotics. During the procedure, the patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device observations reported, and the procedure was completed without any patient complications. 12 days post-procedure, the patient presented with erectile dysfunction. The patient was prescribed tadalafil (cialis) as treatment 2.5 months later. This event was considered resolved as of 21mar2023. 25 days post-procedure, the patient presented with urinary infection and was prescribed ceftriaxone (rocephine) as treatment. It was noted that the urinary infection was not confirmed to be a urinary tract infection. This event was considered resolved 10 days later. 22 days post-procedure, the patient presented with pollakiuria (urinary frequency) and was prescribed permixon and alfuzocine as treatment. This was considered resolved on (B)(6) 2024. 260 days post-procedure, the patient presented with dysuria. The patient underwent a transurethral resection of the prostate thus resolving the patient dysuria. Further information received stated the dysuria was not related to the device but possibly related to the procedure. Additional information received states that 260 days post procedure, on (B)(6) 2023, the patient presented with urinary flow decreased. The patient's baseline condition had worsened due to lack of the rezum procedure's efficacy, and the event became serious on 30nov2023. The patient underwent a cystoscopy on (B)(6) 2023 which showed a collapsed right lobe of the prostate and a stigma on the proximal part of the left lobe, suggesting a lodge. Transurethral resection of the prostate (turp) was performed on (B)(6) 2024. Regrowth of the prostate adenoma on the right was confirmed. An intermittent catheter was placed for bladder drainage following the procedure, and was removed at discharge on (B)(6) 2024. The event was considered resolved. Additionally, the information received clarified that the dysuria that was previously reported to have occurred 260 days post procedure was not related to the device or procedure.

Manufacturer narrative:
Corrected information provided in section b5 describe event or problem. Corrected information provided in section h6 patient codes to remove codes confirmed by the physician to not be related to the device or procedure.

Event description:
It was reported that the patient was enrolled in the vapeur rct study on (B)(6) 2022. On (B)(6) 2022 the patient underwent water vapor therapy at which time he was prescribed prophylactic antibiotics. During the procedure, the patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device observations reported, and the procedure was completed without any patient complications. 12 days post-procedure, the patient presented with erectile dysfunction. The patient was prescribed tadalafil (cialis) as treatment 2.5 months later. This event was considered resolved as of (B)(6) 2023. 25 days post-procedure, the patient presented with urinary infection and was prescribed ceftriaxone (rocephine) as treatment. It was noted that the urinary infection was not confirmed to be a urinary tract infection. This event was considered resolved 10 days later. 22 days post-procedure, the patient presented with pollakiuria (urinary frequency) and was prescribed permixon and alfuzocine as treatment. This was considered resolved on (B)(6) 2024. 260 days post-procedure, the patient presented with dysuria. The patient underwent a transurethral resection of the prostate thus resolving the patient dysuria. Further information received stated the dysuria was not related to the device but possibly related to the procedure. Additional information received states that 260 days post procedure, on (B)(6) 2023, the patient presented with urinary flow decreased. The patient's baseline condition had worsened due to lack of the rezum procedure's efficacy, and the event became serious on (B)(6) 2023. The physician determined that the urinary flow decreased was not related to the device or procedure. The patient underwent a cystoscopy on (B)(6) 2023 which showed a collapsed right lobe of the prostate and a stigma on the proximal part of the left lobe. The physician's assessment of the decreased flow not being related to the device or procedure indicates these symptoms are a progression of the patient's underlying condition. Transurethral resection of the prostate (turp) was performed on (B)(6) 2024. Regrowth of the prostate adenoma on the right was confirmed. An intermittent catheter was placed for bladder drainage following the procedure and was removed at discharge on (B)(6) 2024. The event was considered resolved. Additionally, the information received clarified that the dysuria that was previously reported to have occurred 260 days post procedure was not related to the device or procedure.

Event description:
It was reported that the patient was enrolled in the vapeur rct study on (B)(6) 2022. On (B)(6) 2022 the patient underwent water vapor therapy at which time he was prescribed prophylactic antibiotics. During the procedure, the patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device observations reported, and the procedure was completed without any patient complications. 12 days post-procedure, the patient presented with erectile dysfunction. The patient was prescribed tadalafil (cialis) as treatment 2.5 months later. This event has not resolved. 25 days post-procedure, the patient presented with urinary infection and was prescribed ceftriaxone (rocephine) as treatment. This event was considered resolved 10 days later. 42 days post-procedure, the patient presented with pollakiuria (urinary frequency) and was prescribed permixon and alfuzocine as treatment. This event has not resolved.